Manufacturer narrative:
Covidien reference number: (B)(4). Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed.

Event description:
It was reported that the e360 ventilator compressor was not working. Patient involvement is not known.

Manufacturer narrative:
Covidien reference number: (B)(4). A non-covidien service provider checked the ventilator and air compressor properly. The service provider could not duplicated the reported issue. The ventilator is back in use.

Event description:
The reported issue occurred during setup. There was no patient involvement.